Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure alarm as well as failed battery test alarm. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. Assisted with performing a self test and self test was not ok. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The audio tones/beeps functioned properly. However, hardware low level failures alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on keypad assembly.